Event description:
Report received of an overdelivery. The pump was programmed to deliver a home infusion of tpn. The programmed parameters were unspecified. Reportedly, the infusion was completed in 8 hours instead of the intended 18 hours. There were no reported adverse pt effects. Multiple unsuccessful attempts have been made to obtain additional info.